Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, it was reported that the customer's usb cable became warm to touch while plugged into a power source to charge the pump and reportedly, the customer was burnt by the end of the usb charging cable. Tandem technical support was unable to determine if the customer was using a tandem-provided cable or a third party cable during the reported issue. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and the usb cable no longer was warm to touch. There was no adverse impact to the customer¿s blood glucose level.